Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 6. On 2023-10-13, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.